Event description:
Screw head was broken when the dr. Tightened the screw. It was used with box plate. The screw shaft has remained in the pt's bone.

Manufacturer narrative:
Screw head was broken when the dr. Tightened the screw. It was used with box plate. The screw shaft has remained in the pt's bone. Bioplate has requested user facility for retailed info regarding this case, but have not received sufficient info. Bioplate will follow up with user facility; also, requested copy of adverse event report of user facility to mhlw.